Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during an unknown phase and cycle of a patient's treatment. A fluid was found under cassette door and pump module of the cycler. There were no alarms or warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the patient experienced a fluid leak from the pump module area of the cycler during treatment and cancelled treatment but did not contact the pdrn for technical support to report the fluid leak. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun and the cause of the leak was unknown. Per pdrn the patient reported being able to smell the dialysate. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and cancelled treatment on the night of the reported event. The cycler set (cassette) used was not available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak was discovered during an unknown phase and cycle of a patient's treatment. A fluid was found under cassette door and pump module of the cycler. There were no alarms or warnings prior to or after the leak and the film on the back of the cassette was not loose. The patient was connected during the incident. Upon follow up, the pdrn confirmed the reported event. The pdrn stated the patient experienced a fluid leak from the pump module area of the cycler during treatment and cancelled treatment but did not contact the pdrn for technical support to report the fluid leak. There were no alarms or warnings prior to or after the leak. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun and the cause of the leak was unknown. Per pdrn the patient reported being able to smell the dialysate. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and cancelled treatment on the night of the reported event. The cycler set (cassette) used was not available to be returned for investigation.